Event description:
The customer observed the ggt assay was configured incorrectly in the aliniq ams which then generated discrepant results. The customer was switching over to sigma strong reagents and an abbott representative reconfigured the aliniq ams to the new updated assay codes for ggt, got, fal, fe, ldh, chol, and trig. After the reconfiguration was completed, the customer observed unexpected ggt results that were held in the lis. No discrepant results were released from the laboratory. The aliniq ams was then reconfigured to the correct ggt assay code. No specific data or specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott specialist determined the inconsistency of test results between the middleware and the instruments was due to the incorrect data input received from the abbott application specialist that led to an incorrect test-channel association in aliniq ams. Because of a not very accurate excel sheet provided by the abbott application specialist to the abbott informatic specialist, containing the list of the tests to be changed and related transaction codes, ggt assay test code the channel codes of the alinity analyzers were set up incorrectly in aliniq ams. The upload/download channels of the gamma-glutamyl transpeptidase (ggt) test codes were misconfigured in aliniq ams with the alanine transaminase (alt) assay code causing the wrong association of the test results in aliniq ams. The issue was resolved through a configuration change within the aliniq ams, version 3.01, settings at the customer site: ggt test-channel configuration was fixed on all the four alinity ci instruments so that correct values were sent from instrument to aliniq ams and release to lis. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation no systemic issue or deficiency with the aliniq ams was identified.after further review, section h6 medical device problem code was updated form a110702 to a110207 and component code was updated from g00301 to g02008.

Event description:
The customer observed the ggt assay was configured incorrectly in the aliniq ams which then generated discrepant results. The customer was switching over to sigma strong reagents and an abbott representative reconfigured the aliniq ams to the new updated assay codes for ggt, got, fal, fe, ldh, chol, and trig. After the reconfiguration was completed, the customer observed unexpected ggt results that were held in the lis. No discrepant results were released from the laboratory. The aliniq ams was then reconfigured to the correct ggt assay code. No specific data or specific patient information was provided. No impact to patient management was reported.